Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. A subsequent revision was performed due to infection on (B)(6) 2012. The liner, head and taper sleeve were removed and replaced. Only the head and taper sleeve were manufactured at biomet (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 mdrs relating to the same reported event. Please see MDR 3002806535-2012-00371 / 372 and 1825034-2012-02583.